Event description:
Follow up information identified the csf leak was repaired with suture. The patient experienced headaches postoperatively and they resolved. Therapy has been resumed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 intervention to implant a permanent scs system and suffered a csf leak. The csf leak was repaired during the surgical procedure.